Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. Corrected information is reported in e2. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The product was manufactured prior to countermeasures due to a change in the operational amplifier circuit design of the patient board (dr board). It is likely that only the 180 scope did not produce an image due to a failure of the operational amplifier. It is unclear whether this change in design is related to this issue.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed, the lighting was dim due to a faulty patient board set. Additionally, it was noted that this faulty board was causing no image to appear while 180 scopes were being used. Furthermore, there was notable wear and tear on the device. The top cover, bottom chassis, and connector were all corroded. The unit was also missing the text typically found on the front panel. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The customer returned the evis exera iii video system center due to low lighting while in use. Additional information concerning the procedure and the patient outcome were requested from the user, but could not be provided. However, once returned, it was discovered that the unit had a printed-circuit board failure. This report is being submitted to capture the printed-circuit board failure noted during investigation. There was no patient harm or consequence reported as a result of this event.